Event description:
Info rec'd indicated the foot end brakes would not hold correctly.

Manufacturer narrative:
The hill-rom technician found that the brake casters were worn out. The brake/steer casters were replaced to resolve the issue.